Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer's sibling reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was not provided at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture when they went swimming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.